Event description:
Rptr had silicone implants-bilateral subsequent to a bilateral subcutaneous mastectomy. She suffers from severe headaches, memory loss, severe fatigue syndrome, which severly limits ability to work & socialize, myalgias & arthralgias to primarily shoulders, knees, & hand. Paresthesias past 2 yrs involving things bilaterally, severe rash for 3 yrs. Bilateral cervical spasm & occipital tenderness. Weakness in both arms & legs, bi-temporal headaches & nausea bi-monthly. Low grade temperatures nearly constantly. Weakness in joints & muscles limits activities (work & social).